Event description:
Ous MDR - after an implantation period of about 47 months, it was reported that the ICD indicated eos shortly after the patient had undergone a lvad implant. While the patient had been in hospital, no transmission had been received via home monitoring. During the following follow up, eos status was confirmed. A reset was performed and the device indicated mol 1 with 64 % remaining battery charge. The ICD remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The memory content of the device was inspected. The inspection of the follow up data before reset revealed the battery status eos and 41 charging cycles were documented to the device memory. In the available iegms noise was observed in the ventricular as well as the far-field channel on (B)(6), 2015, leading to multiple charging cycles, which partially resulted in shock delivery, confirming the clinical observation. The last documented charging cycle on this day was aborted by activation of the battery status eos at 11:38¿h.an evaluation of the device data after reset sequence showed no indication for a device malfunction. Therefore, it is reasonable to assume that an unfavorable magnet application during the reported surgery may have contributed to the clinical observation. An unfavorable orientation as well as a short distance between the magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear only during a charging cycle, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This anomaly does not represent a battery or hybrid malfunction.